Event description:
Subsequent information: reportedly, both the procedure and the xience v device contributed to the patient's heart failure issues.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: outcomes attributed to adverse event: hospitalization - initial or prolonged added.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a narrow, 95% stenosed, heavily calcified, distal, circumflex artery stenting procedure, after pre-dilatation, a xience v stent delivery system (sds) was advanced and met resistance with the patients lesion and as the xience v sds was being removed, the stent dislodged from the sds. The xience v sds was removed and a snare device was used unsuccessfully to retrieve the dislodged stent; therefore, a non-abbott 2.25 x 30mm stent was implanted over the xience v stent to crush the dislodged stent into the vessel wall successfully. The procedure was complete and the patient was sent to the intensive care unit for observation. There was no additional information provided.